Manufacturer narrative:
Based upon the details as provided, it can be concluded that the issue as described is not the result of the caldera medical devices, but rather a non-caldera medical device (mandrin). The cm product performed to specification and intended use. It is unknown of the issue resulted due to surgical procedure or patient history.

Event description:
Sales rep reported bladder perforation caused by a mandrin (non-caldera instrument) during implantation of a desara sling. He states that the surgeon already pulled the sling through the suprapubic incisions and tensioned before suturing the bladder. After the incident, the surgeon could not find the sling in the center incision anymore. Surgeon stated that the patient's tissue must have been too weak to support it. It took him about 10 minutes to find the sling and remove it from the patient. Clarification with the surgeon and sales rep revealed that a mandrin (non-caldera instrument), used for catheterization, punctured the bladder during surgery.